Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2013, inratio2: 3.7, lab: 5.4. Approximately one hour between testing. Therapeutic range: 2.0-3.0. Patient had blood in her urine and was concerned that her inr was higher than on her meter. She went to the hospital and was tested with an inr result = 5.4. Patient did not provide details concerning treatment given at the hospital.

Manufacturer narrative:
Investigation pending.